Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched message caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.